Event description:
It was reported that the patient's right ventricular lead was failing to capture. X-ray was performed and lack of lead slack was observed. The lead was explanted and replaced. The patient was stable.